Event description:
I had saline, textured submuscular implants (B)(6) 2005, (B)(6) clinic - (B)(6). I began having odd symptoms around 2007, becoming worse with time. I am currently being seen by another rheumatologist, due to odd labs. I was diagnosed with fibromyalgia, multiple muscle pain, pleurisy and chondritis several times, arthritis. I will also be following up regarding an abnormal chest xray. Due to weakness and pain of hands, shoulder, occasional rib-sternum pain, I am unable to do (B)(6), which is what I was doing at the time. Several years ago, I felt a very cool like fluid inside my chest leak. They are different sizes (not really noticeable), I am unable to wear a normal bra, as they have shifted. I have the info regarding them in storage. I don't know the maker or otherwise. I am contacting makers, again. I have before, when I realized problems started after implants. They were done under (B)(6); I divorced, changed my last name back to (B)(6), moved to (B)(6).